Manufacturer narrative:
(B)(4).. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot# - unavailable; the hospital does not record lot numbers for sutures. Did the suture break? Do not believe so, but am unaware. Pertinent patient specific information (health history), procedure details, surgeon¿s technique, post-operative instructions provided to the patients. ¿ surgeon would not provide pertinent patient specific information; unaware of post-operative instructions how was the dehiscence managed? If a surgical intervention was performed, provide surgical/operation notes. The incision was treated similar to a superficial wound infection. It was ultimately closed using a 2-0 vicryl using an uninterrupted technique. What procedures were being performed? Total hip arthroplasty. What layer of tissue was being used or closed? Subcutaneous layer. Was the end-user a new user of this product? No, has been using it for 1 ½ + years. Was the device or product used for the intended purpose? Yes; however, rep was not present for the case. If there was any patient impact (additional treatment required etc.) And/or problem (prolonged surgery etc.) Due to the non-conformance reported? Similar answer to questions 4 ¿ the incision was treated similar to a superficial wound infection. It was ultimately closed using a 2-0 vicryl using an uninterrupted technique. Did they have formal training on the use of these devices? Representative provided demo pads to practice technique prior to first procedure. Representative also supported at minimum the first half dozen procedures. Was the sales rep present during the procedure? Not this procedure. Was the defective device saved for evaluation? No. Are there sterile samples from the reported finished goods lot available for testing? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Number of other patient events? For each event please provide: event date, product code and lot number of suture involved, procedure name, event description , was there any medical or surgical intervention performed? What layer of tissue was being used or closed?

Event description:
It was reported that a patient had a total hip procedure on (B)(6) 2017 and barbed suture was used to close the subcutaneous layer. At 2 weeks, the staples were removed, then one week later the top half of the wound opened. The site was cultured and was positive for ecoli. Shards of barbed suture noted in the wound. The patient experienced redness, infection and wound dehiscence along the incision line. The patient experienced red inflammatory pustules where the suture passed through the skin. A second procedure was performed on (B)(6) 2017, the suture was removed and the incision was repaired with a different type of suture. The patient was treated with antibiotics, was discharged and has recovered completely. Additional information was requested.